Event description:
The rptr stated that a surestep meter owner did lab comparison tests, within an hour. The reported results were 120 mg/dl on meter, and lab test 240 mg/dl. No symptoms were reported. On f/u, the reported info was verified by the meter owner. Owner states checking confirmation dot, and described an accurate test technique. Owner has been cleaning meter with alcohol. After lab tests, owner asked a medical equipment company to check the meter out. An employee there called lifescan. No harm was alleged.